Event description:
Info received indicates when the bed flat button is pressed, the bed will go into reverse trendelenburg.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.